Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery failed the ti test which indicated a failure on the cov (cell over voltage) flag and the charge fet disabled. This cell overvoltage can cause the battery for not being able to charge. The most probable root cause for the failure might be due to 'overvoltage fault by afe (analog front end module).' If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the battery was plugged into the battery charger, it would display a red light. It was noted that there was no known damage to the battery. The battery was exchanged, returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: it was reported that when the battery was plugged into the battery charger, it would display a red light. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault detected by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. The reported event was confirmed as the battery was not able to charge. Based on the available information, the red light when the battery was connected to a battery charger was confirmed. As a result, the most likely root cause of the reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. If information is provided in the future, a supplemental report will be issued.